Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured causing loss of capture (loc). There were no patient symptoms reported. The patient underwent a surgical procedure where this lead was capped and surgically abandoned. Additional information received and confirmed that loc resulted to greater than 2 seconds of asystole. This lead is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.